Event description:
It was reported that a pta balloon ruptured circumferentially while being used to dilate a bare metal stent in the innominate vein. The pta balloon was inflated with a syringe without a pressure gauge. During retraction, the pta balloon became caught on a stent graft in the lower arm. Additional force was applied in order to remove device and pta balloon and catheter tore in two. The pta balloon dilatation catheter and remaining portion of balloon still attached to the catheter were removed from the introducer sheath. After the introducer sheath was removed from the patient, a portion of the pta balloon and catheter were observed exiting the access site. Forceps were used to remove the catheter. However, the remaining portion of balloon remained lodged within the stent graft. Pressure was applied until the stent graft completely clotted off. The patient was then transferred to a hospital in stable condition. Reportedly, the av access site will be abandoned and the patient is to receive another one in the opposite arm.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has been returned and the investigation is currently underway. Opti-plast xt pta balloon dilatation catheters recommended for use in percutaneous transluminal angioplasty of the femoral, iliac and renal vessels. This catheter is not for use in coronary arteries. This device was not designed or indicated for use in bare metal stents.